Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's stimulator was malfunctioning and was shocking them and it was very painful. The patient said that they went to the emergency room last night and the ER called a manufacturer representative (rep) but the rep never came to the hospital. The patient was then discharged and told to go to their urologist's office. The patient said they lost their programmer and the urologist said the rep that could help was in surgery all day and there was nothing they could do for the patient. The patient wanted to stop being shocked because it was so painful. The patient asked if there was a way to get a hold of a rep to help them. The patient was advised that they would not be able to connect to the implant with their programmer I f the implant battery was depleting. The issue was not resolved through troubleshooting. An email was sent to the local reps to see if they could assist the patient in contacting their healthcare provider (hcp). Patient provided the name of their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.